Manufacturer narrative:
The company representative determined that the metal which is being used as the "catch-plate" was bent inward to a point where the latch would not "catch" and the vertical bar of the "latch assembly" was slightly bent out away from the back of the cart due to impact of the iabp to the latch assembly therefore, the iabp would not lock into place on the cart. In addition, the top 2 pins on the interface connector were bent. The iabp was repaired and sent ot mahwah repair center, new jersey for further evaluation. The event was narrowed down to a power slot board issue. The board was replaced. The unit was returned and is back on the field for use. (B)(4).

Event description:
During a demonstration session, the company representative observed that the rescue portion of the iabp did not latch to the cart preventing the batteries in the iabp from charging. Repeated attempts were made to get the unit to secure into place without success. No patient was involved.